Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 63.5, 147.0, 149.0, and 152.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and the coil winds were offset. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil winds were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the resistance experienced and prevented the smart coil from being advanced through the microcatheter during the procedure. Further evaluation of the returned device revealed that the pusher assembly was kinked. These kinks likely occurred due to forceful advancement against resistance. The smart coil was attempted to be advanced through a demonstration microcatheter. While advancing the smart coil through the microcatheter; resistance was encountered as the ddt was advanced past the hub of the microcatheter and the smart coil could not be advanced any further. The non-penumbra microcatheter and the other two smart coils mentioned in the complaint description were not returned for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00181, 3005168196-2018-00183.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician successfully deployed and detached a smart coil using a non-penumbra microcatheter. The physician then experienced resistance and was unable to advance three different smart coils through the microcatheter, and therefore the smart coils were removed. The procedure was then completed using the same microcatheter and additional smart coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report numbers: 3005168196-2018-00181 and 3005168196-2018-00182.